Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the main body and white twist clamp of the minicap transfer set. This occurred during use of the device for peritoneal dialysis therapy. The transfer set was replaced because of the issue. There was no report of patient injury or medical intervention associated with this event; however, the patient was treated with antibiotics. No additional information is available.